Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet insulin pump was dropped, resulting in a cracked screen and inability to use the device, consistent with a device display damage and physical damage to the device enclosure. Symptoms included no reported clinical effects. Outcomes included no reported impact on health. Investigation included collection of event details and logistics tracking for the return of the device. Investigation of this case revealed damage due to an external impact, with the device rendered nonfunctional because the user interface was not operable. It was concluded, based on previously established findings for similar reports, that the cause was user handling resulting in physical damage.